Event description:
During the inspection using a torque analyzer for a new loaner instrument, the tip broke while torquing. The torque analyzer showed 12nm when broke. The lot number is same as (B)(4) which is the same event.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result and conclusion will be made available following an engineering eval.